Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: one year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The technician was able to confirm the reported condition and found that adjustment/alignment was needed. The IV pole locking assy was adjusted and the machine was returned to service. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down and cannot be locked. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in e.1.

Manufacturer narrative:
This report is being filed to provide additional information in e.3, h6 and h10 and corrected information in e.1. Root cause: the root cause of the reported incident was a maladjusted IV pole locking assembly.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. And corrected information in g.4. The information provide in g.4 of the intiial report does not apply to this event and, therefore, should remain blank as a PMA/510k is not applicable to this device. Investigation is in process. A follow-up report will be provided.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.